Event description:
During the ptca treatment procedure, the maverick2 monorail balloon shaft separated. The maverick2 monorail 12/2.0 mm balloon was mounted on a bmw wire. The balloon was advanced to the lesion and inflated successfully. The device was repositioned to perform a second inflation. As the physician was torquing the balloon, while deflated, the balloon separated from the catheter. The balloon was retrieved and removed from the pt's body with no complications.